Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer received the following information from patient tracking department. Based on the information available, a memo 4d annuloplasty ring size 34 which was implanted in the patient on (B)(6) 2022, was explanted and replaced with another similar device (4dm-34) on (B)(6) 2023. No allegation of any device malfunction nor serious injury on the patient has been received from the site. No further information is available at this time.

Manufacturer narrative:
Unknown disposition.